Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, pump with cassette attached and locked was immediately exhibiting an error to reattach the cassette. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. The reported "cassette attaches and locks but immediately has error to reattach" problem was duplicated. During investigation, found latch lock optic circuit flex sensor defective so it was replaced. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. The reported "cassette attaches and locks but immediately has error to reattach" problem was duplicated. During investigation, found latch lock optic circuit flex sensor defective so it was replaced. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.